Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose was 280 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.